Event description:
It was reported that the bd phaseal¿ spike connector (c180j) experienced separation of connector and luer mating component. The following information was provided by the initial reporter: after administration with an infusion bag spiked with c180j, c35j was separated. When a nurse connected 515568-zat to c180j in order to start infusion, c35 was separated from c180j.

Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ spike connector (c180j) experienced separation of connector and luer mating component. The following information was provided by the initial reporter: after administration with an infusion bag spiked with c180j, c35j was separated. When a nurse connected 515568-zat to c180j in order to start infusion, c35 was separated from c180j.

Manufacturer narrative:
H6: investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lot 2107215, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Retained samples of the same lot were used for additional evaluation. The product was visually inspected, no defects were observed. Upon performing assembly force testing, all product met required specifications. Based on the available information, and without a sample to evaluate and verify the proper quantity of solvent used to adhere the pieces was applied, we cannot identify a specific root cause at this time.